Event description:
It was reported the pt presented to her physician with swelling at the lead insertion site. A CT scan identified a seroma around the lead incision area. F/u identified the swelling is gradually resolving. The pt has effective stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.